Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. The blood glucose was 310 mg/dl and current blood glucose was 438 mg/dl. The customer also reported that, the insulin flow blocked alarm occurred during basal. Assisted customer in performing a 5.0u fill cannula and the insulin exited. Based on customer report customer does not allege pump was under delivering. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer advised that, the insulin flow blocked alarm is going to be what caused her high blood glucose and agreed per troubleshooting issue with site and assisted customer with manual insertion. The device will not be returned for analysis.